Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during functional testing and archive data review. The root cause for the reported complaint was due to a defective motor controller board, likely due to a defective component. Visual inspection was performed and found no physical damage to the returned autopulse platform. A review of the platform archive data was performed and it showed fault code 16 occurred around the reported event date, thus confirming the reported complaint. The initial functional testing of the platform could not be performed due to fault code 16 displayed upon powering on. Thus, confirming the reported complaint. To remedy the fault, the motor controller board was replaced. The brake gap inspection was performed and verified the brake gap was within the specification of 0.008" ±0.001". Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(6). B3, date of event is unknown.

Event description:
As reported, the autopulse platform (sn 44184) did not retract the lifeband and displayed fault code 16 (timeout moving to take-up position) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.